Manufacturer narrative:
(B)(4).

Event description:
It was reported that application shut off with an alert occurred. It was determined that the application shut off with an alert was related to the mobile application. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.